Event description:
It was reported to olympus, that the 4k autoclavable camera head did not show image on the screen with only color bars. The device was not recognized by the video processor and it was not possible to select live mode with the camera head inserted. It was noted that the part of the camera containing 4 optical fibers was deformed. The issue occurred prior to procedure and it was completed with a similar device. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the no image reportable malfunction.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a defective cable unit. It was also noted that the device failed the water leak test and the switches did not function correctly due to a damaged switchboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.